Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 04/03/2026 and 04/05/2026. The wearable was inserted into arm. On (B)(6) 2026, it was reported that around 3pm, the patient was vomiting and had uncontrollable urination and diarrhea. Emergency medical services (ems) was called. Throughout the day, the patient¿s cgm had been providing the patient with low values and eventually just read low mg/dl. The patient¿s grandmother treated the patient with a glucagon injection but his symptoms did not improve. Once ems arrived, the patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was over 500 mg/dl. No cgm value was reported at this time. The patient was treated with an unspecified anti-nausea medication. The reporter was unsure of any other medication or treatment the patient may have received. The patient was discharged after being in the ER for less than 24 hours. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.